Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decision. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 9 event associated with this event type (device broke or disassembled during use) and produce code (hbe).

Event description:
Device broke or disassembled during use. Twist drill broke during surgery. All parts were retrieved. Was being used correctly.